Manufacturer narrative:
No information is available. Device is being evaluated by service depot in another country. A vigilance report is also being filed. A follow-up MDR will be filed when evaluation results are provided.

Event description:
It was reported that a patient developed necrosis on abdomen following treatment with an aluma. Doctor applied fucidine cream.